Manufacturer narrative:
Additional information d1, d4 (catalogue #), d4: unique identifier (UDI) #, g4, h3, h6, and h11. H11: the device was received for evaluation. A visual inspection with the naked eye noted a separation between the dark blue female connector and the light blue main body. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was verified. The cause of the condition was related to inadequate solvent application between the female connector, insert chip, and main body during the manufacturing process. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector (navy blue) and main body (light blue) of the minicap transfer set. The event was further described as ¿while attempting to remove a syringe from device, navy blue tip of the transfer set noted to be unscrewing/detaching from the light blue grip area¿. This occurred during peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.